Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection of the device revealed that there was no damage on top case or bottom case. Plunger head was cracked by screws. During occlusion testing, the motor rate error was found. There was also a pop sound heard before the alarm. The root cause of the issue was found to be normal wear, as lead screw and clutches were found old, dirty and worn out. Replaced lead screw and both clutch halves. Also cleaned and greased the whole motor assembly as a preventative measure. Performed occlusion test and all functional tests which passed. (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that there was a motor rate error, failed occlusion test. No patient injury was reported.